Event description:
It was reported that the customer passed away in 7/2004. The customer's family member said they were wearing their pump at the time of death and they speculate the cause was a heart attack or low bgs. Autopsy was not performed. Contacted the doctor on file and they had not seen this pt in over two years.